Event description:
It was reported that this patient underwent a surgical procedure to revise an unspecified tactra malleable penile prosthesis. A 20 cm cylinder was placed on the right side. A patient outcome was not reported. No further details could be obtained.